Manufacturer narrative:
A complete analysis and testing of 1 opened and used; performed a visual inspection and found the reservoir barrel is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 146 mg/dl. The customer stated the location of the leak is in reservoir compartment. The customer found fluid in the reservoir compartment. The customer stated the reservoir itself is crack. The customer was advised to return the reservoir for analysis and we will replace it.